Event description:
It was reported patient experienced discomfort at the pocket site and as a result, surgical intervention was undertaken on (B)(6) 2024, where the pocket was moved above the belt line and therapy was restored.

Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.